Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) on behalf of her mother alleging that a one touch ultra2 meter read inaccurately low. The pt tests her blood glucose about 3 times a day. The reporter assumed that the pt tests before meals. The pt manages her diabetes with insulin (unk type) via an insulin pump. The reporter does not think the pt takes anything else for diabetes. However, she reportedly takes numerous non-diabetes related pills for a number of unspecified health issues. According to the reporter, the pt was taken to a hosp on (B) (6) 2010 and hospitalized for about a week and a half. The reporter claimed that the pt was not hospitalized due to her diabetes. The reporter mentioned that the pt was hospitalized for non-diabetes related reasons. The reporter claimed that the pt had developed symptoms of confusion, disorientation, hallucinations, and paranoia as a result of taking an unspecified medication. However, the reporter alleged that possibly some of her symptoms could have also been related to her blood glucose. She also claimed that an emergency room (ER) tested the pt's blood glucose and got a result of "21.0 mmol/l". She assumed that the pt was treated with insulin in the ER. She denied that the pt was treated with food and/or drinks. The reporter also claimed that emergency medical services (ems) told her that the meter "was out". Therefore, the reporter was not sure if the meter had been possibly reading inaccurately low prior to (B) (6) 2010. The reporter did not know what actual meter readings the pt had obtained on the reported meter prior to the hospitalization. The pt, however, reportedly told the pt that she had gotten results in the "3.0-4.0 mmol/l" range and in the "15.0 mmol/l" range.